Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 10/11 trocars' inner gaskets both ripped, leaking carbon dioxide gas. The surgeon chose not to switch out the trocars for new ones, but did not want to report the event. Rep reported these are "mod" code 23 product. There was no consequence to the pt.